Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 14-jul-2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe sterility was compromised. The following was received by the initial reporter: separation orange cap and syringe / torn polybag, ripped off customer stated that "the syringe cap is not on, so the needle comes out of the plastic." "The syringe cap is not on, so the needle comes out of the plastic and sticks the finger." The needle was stabbed in the finger and caused bleeding. Customer stated that "the bleeding has been stopped, but the stabbing depth is deep, so even after a day, there is still finger pain."

Event description:
It was reported that the bd ultra-fine¿ insulin syringe sterility was compromised. The following was received by the initial reporter: separation_orange cap and syringe / torn polybag, ripped off customer stated that "the syringe cap is not on, so the needle comes out of the plastic". "The syringe cap is not on, so the needle comes out of the plastic and sticks the finger". The needle was stabbed in the finger and caused bleeding. Customer stated that "the bleeding has been stopped, but the stabbing depth is deep, so even after a day, there is still finger pain."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.